Event description:
It was reported that the ventricular assist device (vad) patient presented to the emergency department with an altered mental status (ams) changes during dialysis. The patient's implantable cardioverter-defibrillator (ICD) had shocked him at dialysis because of ventricular tachycardia (vt). Patient was admitted to the intensive care unit (ICU) with vt, cardiogenic shock and multi-system organ failure (msof) and patient's status declined quickly. The patient's family decide to withdraw care and the patient expired.

Manufacturer narrative:
This regulatory report is being submitted as part of a retrospective review and remediation per (B)(4) due to an FDA audit observation. Product event summary: the ventricular assist device (vad) (B)(4) was not returned for evaluation. This complaint is associated with a clinical adverse event. Information received from the site indicated that the patient presented to the emergency department with an altered mental status (ams) changes during dialysis. The patient's implantable cardioverter-defibrillator (ICD) had shocked him at dialysis because of ventricular tachycardia (vt). Patient was admitted to the intensive care unit (ICU) with vt, cardiogenic shock and multi-system organ failure (msof) and patient's status declined quickly. The patient's family decide to withdraw care and the patient expired. Based on the available information, the device may have caused or contributed to the reported event. Per the instructions for use, neurological dysfunction, renal dysfunction, cardiac arrhythmia and death are known potential complications associated with the implantation of a vad. Based on review of past adverse events for this patient, it was noted that the patient had a history of renal dysfunction and neurological dysfunction. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the thera peutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the ventricular assist device (vad) patient presented to the emergency department with an altered mental status (ams) changes during dialysis. The patient's implantable cardioverter-defibrillator (ICD) had shocked him at dialysis because of ventricular tachycardia (vt). Patient was admitted to the intensive care unit (ICU) with vt, cardiogenic shock and multi-system organ failure (msof) and patient's status declined quickly. The patient's family decide to withdraw care and the patient expired.

Manufacturer narrative:
This regulatory report is being submitted as part of a retrospective review and remediation per (B)(4) due to an FDA audit observation. Product event summary: the ventricular assist device (vad) (B)(4) was not returned for evaluation. This complaint is associated with a clinical adverse event. Information received from the site indicated that the patient presented to the emergency department with an altered mental status (ams) changes during dialysis. The patient's implantable cardioverter-defibrillator (ICD) had shocked him at dialysis because of ventricular tachycardia (vt). Patient was admitted to the intensive care unit (ICU) with vt, cardiogenic shock and multi-system organ failure (msof) and patient's status declined quickly. The patient's family decide to withdraw care and the patient expired. Based on the available information, the device may have caused or contributed to the reported event. Per the instructions for use, neurological dysfunction, renal dysfunction, cardiac arrhythmia and death are known potential complications associated with the implantation of a vad. Based on review of past adverse events for this patient, it was noted that the patient had a history of renal dysfunction and neurological dysfunction. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the thera peutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This regulatory report is being submitted as part of a retrospective review and remediation per d00700870. Corrected sections: - b3 date of event: corrected from "2021-01-03" to "2021-01-02" to better reflect the sequence of events - b5 desc evt problem: corrected to include additional adverse event experienced by the patient, diagnosis performed and intervention performed - h6 patient codes (ime/annex e), imf (annex f) health impact: corrected to include new annex codes that reflect the reported event. - h10 addt manufacturer for MDR: corrected the product event summary to include the reported event for adverse event product event summary: ventricular assist device (vad) (B)(6) was not returned for evaluation. This complaint is associated with a clinical adverse event. Information received from the site indicated that the patient presented to the emergency department with an altered mental status (ams) change during dialysis. The patient's implantable cardioverter-defibrillator (ICD) had shocked him at dialysis because of ventricular tachycardia (vt). Patient was admitted to the intensive care unit (ICU) with vt, cardiogenic shock, and multi-system organ failure (msof) and patient's status declined quickly. It was further reported that the patient had a seizure and became unresponsive. The patient was intubated for airway protection and a performed computerized tomography (CT) of the brain was negative for bleed. It was also noted that the patient had an elevated lactate of 5.2 and low ph. The patient also had pulmonary edema and lactic acidosis and it was stated that there was a possibility of a component of septic shock despite ventilator and vasopressor support. Of note, the patient became progressively hypotensive prior to their death. The patient's family decide to withdraw care and the patient expired. Based on the available information, the device may have caused or contributed to the reported event. Per the instructions for use, neurological dysfunction, renal dysfunction, cardiac arrhythmia, and death are known potential complications associated with the implantation of a vad. Based on review of past adverse events for this patient, it was noted that the patient had a history of renal dysfunction and neurological dysfunction. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There is possible patient, pharmacological and procedural factors that may have contributed to this event. Investigation of this event is completed, and the file will be closed. If new information is received, the file will be re-opened, and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the patient had a seizure and became unresponsive. The patient was intubated for airway protection and a performed computerized tomography (CT) of the brain was negative for bleed. It was also noted that the patient had an elevated lactate of 5.2 and low ph. The patient also had pulmonary edema and lactic acidosis and it was stated that there was a possibility of a component of septic shock despite ventilator and vasopressor support. Of note, the patient became progressively hypotensive prior to their death.

Manufacturer narrative:
A supplemental report is being submitted for an update to: -a5a. Ethnicity: changed from no information to hispanic or latino investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A supplemental report is being submitted for a correction to: -section a) 5a. Ethnicity: changed from no information to hispanic or latino investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.